Event description:
It was reported that during attempt at reversal of colostomy, ethicon 29 mm eea non powered was used. The expiration date was verified to the year of 2025. It was one of the last two available in the hospital that was non powered. The eea misfired after appropriate use per manufacturer. It did not release the tissue despite opening the anvil and spike area after firing. A large tear in the rectal stump was identified. The patient could not be reversed due to this misfire.

Manufacturer narrative:
(B)(4). Batch # unk maude report # mw5109711. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Could you please provide more details for "eea misfired"? Misfired means did not fire properly because the staples closed down on the tissue but did not release. 2. Where within the gap setting scale was the orange indicator prior to firing? Between the indicated lines in the green portion. 3. What confirmation was received that the device was fully fired? The safety was released, the apparatus was squeezed and we heard/felt a click 4. Did the device staple? Yes staples were present. 5. Was the staple line complete? No. 6. Were there any staples missing from the staple line? Yes anterior portion. 7. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular. 8. Were the staples deployed into the tissue? Yes. 9. Were the staples seen in the surgical field? Yes. 10. Did the device cut? Not completely. 11. Was the cut line fully circumferential around the target tissue? No. 12. If the device fully cut, were both tissue donuts present? No. 13. If the device fully cut, were both donuts complete? No. 14. How many counter-clockwise revolutions were used to open the device? 2.5. 15. How was it confirmed that the anvil was free from the tissue prior to removing? We thought so. 16. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes, but it did not release from the tissue. 18. Regarding "did not release the tissue", please provide more details how device was removed? We kept rotating the instrument 90 degrees back and forth until we felt a release. 19. Could you please clarify if there were any patient consequences? Unable to successfully reverse the patient. 20. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Second surgery will be needed.